Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. However, the pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump had a partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, severe scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump has cracked case and cracked reservoir ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.